Event description:
Device malfunction: knot lock. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, after suture deployment, as the knot was advanced to the arteriotomy the knot locked and hemostasis could not be achieved with the suture. Hemostasis was achieved using manual compression. There was no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was reported. A review of the device history record for this lot did not produce any findings relevant to this report.